Event description:
It was reported that during sample evaluation of product components, the device introducer sheath and dilator tip were found damaged. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: elements from an m.r.I. Lp plastic port with 7 fr s/l groshong catheter, including one 7 fr introducer, were returned for evaluation. Functional and/or dimensional evaluations were performed. The investigation is confirmed for dilator tip and sheath damage. Examination of the peel-apart showed rumpling of the external sheath and belling of the distal dilator tip with roughened damage to the end cone. The definitive root cause could not be determined based upon available information. It is unknown to what extent procedural issues such as inserting at a high angle compared to the guidewire, not using a sufficiently large insertion site (no/too small incision) and not inserting the introducer with a slight rotational motion contributed to the reported event. However, the appearance of the dilator tip damage as well as the rumpling of the sheath indicate the possibility that the dilator tip was pressed and manipulated against a harder surface; during use, this would likely be the guidewire. The sheath rumpling appears to be due to the compressive forces attending this manipulation. It is also possible that existing defects on the tip could contribute to difficulty of insertion/damage to the introducer. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU states: ¿when using peel-apart introducers: carefully insert the introducer and catheter to avoid inadvertent penetration to vital structures in the thorax. Avoid blood vessel damage by maintaining a catheter or dilator as internal support when using a peel-apart introducer. Avoid sheath damage by simultaneously advancing the sheath and dilator as a single unit using a rotational motion.¿ ¿peel-apart sheath introducer instructions advance the vessel dilator and sheath introducer as a unit over the exposed wire using a rotational motion. Advance it into the vein as a unit, leaving at least 2 cm of sheath exposed. Note: placement may be facilitated by making a small incision to ease introduction of vessel dilator and sheath introducer. Warning: avoid vessel perforation.¿

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is currently underway.

Event description:
It was reported that during sample evaluation of product components, the device introducer sheath and dilator tip were found damaged. There was no reported patient injury.